Event description:
Equipment failure while in use. Load misfired while in pt x 2 (same lot number). Covidien rep present. Brand name: covidien. Type: 45mm 2.5mm gia, lot no. N7h0257kx, cat # 030454. Expiration date: 08/31/2022. There was no harm to the pt.